Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician¿s operative report of (B)(6) 2007, the patient was in good condition following the implantation procedure. The patient was seen on (B)(6) 2007, and was treated for a urinary tract infection. During a follow-up on (B)(6) 2012, the patient presented with complaints of nocturia, urgency, dyspareunia, and discomfort. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.